Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.1 cubie pockets were not detected on the bus. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that debris under the pocket and loose connections caused the issue. A field service engineer powered down the station, checked the bus cable, reseated the row cable, and inspected the retractor band. The engineer removed debris from under the pocket, ran the hardware test application, and relaunched the application. After these steps, the customer successfully recovered and inventoried the drawer without any malfunctions. The system functioned as intended after the field service engineer repaired the issue.